Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet in a bathroom, the screen cracked, and the device displayed alert code 42 with repeated ¿unable to proceed¿ messages during restart and dry-run attempts, consistent with a motor current sense failure and failure to infuse involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an insulation problem and a device component issue traced to the motor, consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.